Event description:
It was reported that the user experienced difficulty inserting a new infusion set when the inserter would not lock and the cannula initially did not deploy into the skin, requiring coaching, assistance to apply sufficient force, and a subsequent successful redeployment of the same set; the event involved improper or incorrect procedure or method and the device component was the cannula. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to the insertion process, consistent with an operational issue involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.